Event description:
It was reported that while lifting a heavy object, the patient heard a grinding sound in their left hip, followed by the onset of pain, resulting in difficulty walking and mobilizing. The patient presented to the hospital, where x-ray examination revealed a fractured ceramic femoral head. Subsequently, approximately two years and seven months after the initial implantation, the patient underwent a revision surgery. Due diligence is in progress for this complaint; no further information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.